Event description:
The initial reporter stated that the pump shut off without alarming. They stated that the pump had no alarms or messages on the screen and that the pump shutting off resulted in the patient's blood sugar dropping and that they took the patient to the hospital. Mmdg followed up with the initial reporter, who stated that the patient was admitted to the hospital and treated for low blood sugar. They stated that the patient is doing fine now. No other information was provided. [Complaint-(B)(4)].

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.